Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and spi screening test of the returned device. Visual analysis of the returned sample revealed that a reddish material was found in the pebax and a hole in the pebax with metals exposed on the thermocool® smart touch® sf bi-directional navigation catheter. Magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, and the catheter was dissected at the tip area. Loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported could be related to the blood observed inside the pebax. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that a error 106 occurred after inserting the catheter into the cardiac cavity. The cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The customer¿s reported force sensor error (106) is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 7-sep-2021, the bwi product analysis lab (pal) received the complaint device for evaluation. On (B)(6) 2021, pal revealed that a visual inspection of the device found a reddish material inside the pebax and a hole in the pebax where metals are exposed. These findings were reviewed and determined the issue of a hole in the pebax with internal metals exposure is an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through device evaluation on (B)(6) 2021 and reassessed it as MDR reportable.